Event description:
It was reported that the device¿s sleep/wake button intermittently did not respond, and the user was advised to clean the button with a lint-free cloth; during the call the button functioned as expected and the user was instructed to call back if the issue recurred. Symptoms included no adverse health effects, and blood glucose was not affected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed normal device function during assessment, consistent with transient user-interface responsiveness potentially related to surface contamination of the sleep/wake button. It was concluded, based on previously established findings for similar reports, that the cause was user-interface issue not reproduced and likely related to maintenance or use conditions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.